Event description:
Consumer reports they inserted the swab into the reagent solution before swabbing nose. No apparent adverse event. Customer unresponsive to requests for additional information.

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: email.